Event description:
During insertion, the pt had what appeared to be an allergic reaction. The patient's arm became red and itchy, and then began sneezing. Pt was given benadryl and is okay so the line was left in place.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.